Event description:
Additional information was received. Lead information provided.

Manufacturer narrative:
Continuation of d10: product ID: 3986a, serial# unknown, implanted: (B)(6) 2025, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3986a serial# unknown implanted: (B)(6) 2015 product type lead product ID 37083-60 serial# unknown implanted: (B)(6) 2015 explanted: (B)(6) 2023 product type extension product ID 37083-60 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) received an answer from the treating nurse. Overview of the situation: the patient implanted in (B)(6) 2015 for their lead, and on (B)(6) 2015 for their extension and ins. The electrode was revised / moved (B)(6) 2017 when the patient felt the paresthesia on the ribs and couldn¿t use the therapy, but no parts were changed. The following year an x-ray was taken, and it was noticed that the electrode was too laterally to the left. The lead was not changed in 2017, but it was only placed more to the midline on the epidural space. The cause was not identified because the issue was noticed (B)(6) 2016 on the x-rays, when patient was discussing about removal of the system. Revision helped and the patient received good therapy. Nothing was removed and the system was still in use (no extension removal in 2017). Their ins was replaced on (B)(6) 2022 and a revision of the ins was done on (B)(6). It was noticed then that impedances were high and on the (B)(6) 2023, the extension was changed. A wound infection was the reason for the ins location change and a shorter extension was then implanted on (B)(6) 2023. Dr. (B)(6) was the physician involved in the 2017 lead / extension revision, but the hospital was different ((B)(6) hospital). No returns, devices discarded.

Manufacturer narrative:
Continuation of d10: product ID 3986a, serial# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2025, product type lead; product ID 37083-60, serial# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2023, product type extension; product ID 37083-60, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. The representative reported that the lead was cut/discarded.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a lead revision on (B)(6) 2017. The extension was changed twice.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6) 2015: product type lead product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension product ID neu_unknown_ext lot# serial# unknown: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: product ID: neu_unknown_ext, serial/lot #: unknown; product ID: neu_unknown_ext, serial/lot #: unknown: h6 codes belong to the lead and extensions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.